Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the programmed volume was not fully delivered. The pump was set to deliver 500 ml, but only delivered 326 ml. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a cadd-solis pump was involved in an incident where the programmed volume was not fully delivered. The pump was set to deliver 500 ml but only delivered 326 ml. The customer would like to obtain the pump logs to verify the programming information. However, they do not currently have pharmguard administrator access and would like to receive it as soon as possible to investigate the pump. The issue occurred during patient use and during delivery, did not cause a delay in therapy, and it is unknown whether it caused harm to anyone.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: serial number provided does not show up in device database. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.